Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure the subject coil broke off while the physician was retracting it into the micro catheter. The broken coil was retrieved using a guide wire through the micro catheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was received. The reported lot number was not confirmed as the packaging was not returned with the device. On visual inspection, the main coil was seen to be emerging from the catheter. The main coil was removed and was seen to be detached from pusher wire. The main coil was also seen to be kinked bent. Functional testing was not required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The main coil was seen to be detached from the pusher wire. It may have been interpreted as being broken/fractured by the physician and therefore the as reported can be confirmed. The as reported main coil broken/fractured during use as well as the as analyzed main coil prematurely detached/separated during use and main coil kinked/bent can be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during the procedure the subject coil broke off while the physician was retracting it into the micro catheter. The broken coil was retrieved using a guide wire through the micro catheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.